Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 28mm in length, de novo target lesion was located in the 2.75mm in diameter right coronary artery. A 28 x 2.75mm taxus¿ liberte¿ stent was advanced but was not able to cross the lesion despite several attempts. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A stent strut in the center of the stent was raised off the balloon material. This type of damage is consistent with the stent meeting resistance during withdrawal of the device from the patient. The tip of the device was examined and there was no issue with its profile. The balloon cone profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. A visual and microscopic examination found no issue with the markerband profiles that could have contributed to the complaint incident. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).